Event description:
The physician inadvertently placed the dilatation catheter into the coronary artery with the protective packaging sheath intact. The sheath then became dislodged into the artery and had to be removed surgically.